Manufacturer narrative:
Field service engineer saw signs of a leaking wash syringe under the wash syringe plungers and across the top of the incubator cover, replaced the wash syringe. Reportable event based on delay in reporting of patient results for human chorionic gonadotropin, total beta (bhcg), estradiol (e2) follicle stimulating hormone (fsh) luteinizing hormone (lh ii) prolactin (prl), progesterone (prog iii).

Event description:
The customer states that they have been having issues with bf probe purge errors 2239 and 2240 for multiple bf probes. This is happening across multiple bottle of wash solution. The states that this issue seems to occur most frequently once the analyzer is allowed to go to idle then restart back up for another sampling run. The delay can be either short or long. The customer states that they can resolve the error temporally by performing bf wash primes and then continue the run without error.. They do not get any purge failures when executing the prime command. Tss had the customer inspect for any wash solution leaks as this seems like a possible bleed down event? All wash tubing per the customer inspection is secure and tight including the tygon tubing beneath the wash cap. The wash filter has been replaced. No leaks are noted at the bf probes per the customer inspection. The customer is down and they run human chorionic gonadotropin, total beta (bhcg), estradiol (e2) follicle stimulating hormone (fsh) luteinizing hormone (lh ii) prolactin (prl), progesterone (prog iii)

Manufacturer narrative:
The wash syringe was returned to tosoh instrument service center for investigation. Visual inspection confirmed excess residue inside the syringe and on the pistons. Visual inspection confirmed the reported event was due to failure of the wash syringe. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2239] bf probe 1 purge failure: cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. [2240] bf probe 2 purge failure: cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube.